Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was crack between bifurcation and cuff. The catheter was imbedded into the patient's body for about one year, and the catheter body was cracked in the crotch. The catheter was pulled and replaced with a new one. No patient injury.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.